Event description:
It was reported that the procedure was to treat a right coronary artery. A 2.25 x 12 mm xience xpedition stent delivery system was being advanced to the lesion when force was applied and the proximal shaft outside the anatomy separated. The device was easily removed. Another 2.25 x 12 mm xience xpedition stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency.